Event description:
Information received indicated valve implanted successfully in 1999. Subsequently, sudden patient death, cause unknown. Hcp stated the etiology of the original valvular disease was aortic annular abscess.